Event description:
It was reported that a patient was diagnosed with stenosis and underwent a spinal procedure at l4-l5 using an interspinous spacer. It was reported that sometime post-op, the patient began suffering from leg pain, worsened from initial pre-op pain, thus a revision surgery was scheduled to revise the position of implanted spacer. During the revision, the physician opted to replace the interspinous spacer with another implant of the same size (16mm) because the original implant "felt loose". According to the report, the revision surgery was completed "without any problems". Patient has recovered and is reportedly in good health.

Manufacturer narrative:
(B)(6). (B)(4). (Malposition of device), (B)(4). X-rays were requested from the hospital but not provided due to hospital policy. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.